Event description:
It was reported that during follow up, lead dislodgement was observed. The lead was repositioned and all electrical measurements were acceptable. The patient's condition was good after the procedure.

Manufacturer narrative:
Describe event or problem: it was reported that during follow up, lead dislodgement, loss of capture and loss of sensing was observed. The lead was repositioned and all electrical measurements were acceptable. The patient's condition was good after the procedure. (B)(4).

Manufacturer narrative:
(B)(4).